Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500672 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips loaded in a partially closed position. The patient's condition was reported as fine.